Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported the customer had a keypad anomaly. The customer also stated a button error alarm occurred during a bolus delivery. The customer stated their insulin pump was not exposed to moisture. It was also found the customer's insulin pump had been alarming for five hours. Customer's blood glucose was 172 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).